Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# nlf076723n implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the base of the recharger antenna cord was overheating, could not apply it against the body, and would not continue charging. There was a crack at the base portion of the recharger cord and its heating. The inner wire is exposed.   Informed that the person in charge of the area would contact again. The issue has not resolved. Additionally, the remaining battery capacity of the controller does not change from a display of 30% while the controller is charging. When asked to reinsert the battery pack and then start it, confirmed that the charging light on the controller was flashing and it started without any problems. The controller issue has resolved. Additional information was received. It was confirmed that the recharger was replaced, and the issue resolved. Location of the rech arger was asked but is unknown.